Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. While assisting the patient on (B)(6) 2014, a distributor customer support representative reported that the patient had a rash under her right breast. It was reported that the rash was red and had a small amount of bleeding. The patient reported that she had the rash before the lifevest but the device was irritating it. There was no alleged device malfunction. During a follow-up on (B)(6) 2014, the patient that the irritation was a fungal infection and that the doctor had given her medication to treat the affected area. The patient reported the area was getting better.